Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical records: d224trk ICD, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that right atrial (ra) lead exhibited low pacing impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.